Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.25 mm balloon deflated slowly. The number of inflations and atms reached are unk. The pt was asymptomatic at the time of this event. The lesion being treated was in the apical portion of the left anterior descending coronary artery. The physician used a medikit introducer sheath for vascular access, a 6 fr mach1 guide catheter and a .014 guidewire to cross the lesion. The quantum maverick balloon was used to pre-dilate and post-dilate a cypher stent. It took approximately ten seconds for the quantum maverick balloon to deflate after both pre-dilation and post-dilatation. However, when used to deploy the cypher stent, it deflated in a short time as expected. The procedure was completed successfully, and no pt injuries or complications were reported. Pt status is reported as 'good'.